Event description:
It was reported that an ilet pump displayed repeated restart alarms with alert 38 indicating a consecutive motor stall during a supply change, the plunger was stuck, the family performed a factory reset, an ¿ilet setup¿ alarm appeared, the infusion site was ripped out, and the screen was cracked. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a motor stall, and a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.